Event description:
Customer performed a blood glucose test and received a result of 465mg/dl. They took insulin and 2 hours later retested with a result of 485mg/dl. They took more insulin. Their family member thought they were "out of it" so family member called paramedics, family member also gave them orange juice to drink. No treatment given when paramedics arrived. Controls were in range. A request was made for the return of the suspect device and replacement product was sent.